Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveals that the fracture is located at the driver¿s distal tip. The second half of the driver tip was not returned for analysis. Device was then sent for fracture analysis. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the poly driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While placing a 1797-12-880 screw in the patient¿s iliac spine, the screw driver (ds 2797-34-000n part 2) tip broke off into the screw. The broken tip was cold welded into the screw and could not be retrieved. The tip broke just when the surgeon was finished placing the screw so there was no delay in the case due to the event. Patient bone was exceptionally hard and the surgeon had tapped to depth of the 80mm screw. Surgeon was dr. (B)(6). The broken instrument comes from the express care set viigsb 50. (B)(4). Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.